Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site a second time and found errors in the log. The isi fse reproduced the errors and replaced the integrated electrosurgical unit (iesu) to verify proper operations. The system was tested and verified as ready for use. Isi has received the iesu part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review was performed and it was confirmed that the malignant hysterectomy procedure occurred on (B)(6)2022, on system serial #(B)(4). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that the iesu had ongoing issues with intermittent energy delivery and eventually would not start up. It is unknown how the surgeon proceeded with the case after the generator would not turn on. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, integrated electrosurgical unit (iesu) was not delivering energy. Prior to calling in, the caller reseated all cables and power cycled the iesu, and the issue was resolved. However, the caller stated that this was an ongoing issue. Live logs were not available at the time of the call. The site was continuing the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the product evaluation. Failure analysis investigation did not reproduce the customer reported compliant of ¿having issues with erbe generator, intermittent failure¿. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to the original equipment manufacturer (OEM) for further investigation. The unit is in good condition.

Event description:
Refer to h10/h11 for follow-up information.